Manufacturer narrative:
Concomitant product: addr01 ipg implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a dropped ventricular beat was observed. It was also noted that the right ventricular (rv) lead exhibited noise. The implantable pulse generator (ipg) was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.